Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.na

Event description:
It was reported that on (B)(6) 2013 the 2.25x18 mm xience prime stent was implanted in the distal left anterior descending (lad) coronary artery and the 2.5x28 mm xience xpedition stent was implanted in the mid lad. On (B)(6) 2014 the patient had in-stent restenosis in the xience xpedition. Percutaneous coronary intervention was performed to treat the restenosis. Another drug eluting stent was implanted. The condition resolved on (B)(6) 2014. There was no report of a device deficiency. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001 - permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record of the reported lot could not be conducted because the part and lot number were not provided. The reported patient effect of stenosis is listed in the xience xpedition everolimus eluding coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.